Manufacturer narrative:
Code other: defect consistent with hw component failure. To eliminate the possibility of the hw components causing intermittent inaccuracy the following components were replaced, location processor, location amplifier, power supply and isolation transformer. After the components were replaced, the sdbs system was mapped and successfully passed an accuracy test. There were no consequences to the pt.